Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent alerts for high, out of range hv lead impedance were observed. When the patient was seen in the office, measurements were found fluctuating. The rv lead was replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be in good condition.